Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the stapler would articulate on one side and when the surgeon fired the stapler it made a cracking noise. Four staples were placed into the tissue. The surgeon opened the stapler and removed it with minimal tissue loss. The patient was reportedly very large. There was no unanticipated blood loss of more than 500cc, no tissue damage, no delay in surgical time over 30 minutes, and no extension of the incision. No reinforcement material was used. To correct the problem another stapler was used.

Manufacturer narrative:
(B)(4).